Event description:
It was reported that the fuses in the silver box would blow even after replacing them. Replaced the ups and that fixed the issue.

Manufacturer narrative:
H3, h6: the ups was intended for use in treatment, and was returned for investigation. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. Based on investigation, the user error root cause has been eliminated as the cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The returned ups was plugged in with a step-up transformer and the lights on the ups indicated that it did not recognize any input voltage. The ups was powered on and while it powered on, it still did not recognize any input voltage and was running on battery power. Then the ups was unplugged and plugged back in a couple times and it would briefly indicate that it was receiving power and then stop. This is indicative of internal damage with the ups. This was most likely caused by electrical component failure.